Event description:
2 of 5 reports. Other mfg report numbers: 3013886523-2022-00309, 3013886523-2022-00310, 3013886523-2022-00311, 3014334038-2022-00150. A facility reported patient had cerelink icp sensor inserted on (B)(6) 2022 for elective icp monitoring. On(B)(6) 2022 at night the cerelink icp cable ((B)(4)) failed, on (B)(6) 2022, a new monitor and cable were attached to the original sensor but they had the same cable failure. A new sensor was then inserted into the patient but re-attached to the already failed cable. The message on the monitor was now "sensor not detected". They tried with one more monitor and cable, which displayed the same message. Medical staff got in communication with the integra sales representative and explained what had happened and what they had done so far. The integra sales representative explained that if the sensor was not detected they needed to replace it, but with it they also needed to plug the new sensor in, with a new monitor and cable. This was done and the icp was reading as normal again. On (B)(6) 2022 the cable failed again and they switched the monitor. The cable was swapped for a new one and it was reading normal and stable again.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Cerelink monitor was not returned for evaluation, however, the debug files were provided. In the files, out of range reading failure was confirmed, therefore the complaint is confirmed. DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. A corrective and preventive action (CAPA) was opened to investigate the failure mode "out of range reading". The root cause investigation will be captured and communicated under that action.